Event description:
The patient reports accidently delivering themselves a bolus of 30 units instead of 3 units. The patient became very pale and started trembling. They treated the episode at home using a prescribed glucagon nasal spray and additional sugars. It is reported they used the entire 3 mg vial of the nasal spray and did not contact the hospital during the event. They managed the situation over thirty minutes until symptoms subsided. The pod was kept in place for the full seventy-two hours and resumed normal use without further issues. No blood glucose levels were reported. The pod will not be returned for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.